Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 259 mg/dl (compact plus meter 1) and 100s- to 130s- range mg/dl (compact plus meter 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, test strips have been used and discarded. Replacement was sent.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Report source: checked box foreign.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter involved with this complaint failed testing. The meter's lcd was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (09/19/2012) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the meter involved with this complaint failed testing. The meter's lcd was found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.